Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms. (The total number of inflations is unk.) The lesion being treated was in the right coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good' clinical outcome 'good'. Additional info has been requested regarding this event.

Event description:
The lesion being treated was 80-85% stenotic. The maverick2 monorail balloon was being used to predilate the lesion for placement of a stent. The balloon rupture occurred on the initial inflation. The pt was asymptomatic during this event.